Event description:
It was reported that patient was not able to adjust the stimulation of their device. The patient indicated that she saw the "call your doctor" icon and an error code displayed on her patient programmer. It was noted that the patient reported "code 004, but likely meant 006." The patient stated that she was able to clear the "call your doctor" screen after taking the batteries out of the device and putting them back in. Basic icon and error code information was reviewed with the patient. The patient stated that she "felts like her implant had been acting up." The patient had an appointment scheduled with her physician on (B)(6) 2012 to have the system checked. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# j0114278v, implanted: (B)(6) 2001. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3550-09, lot# n0023743, implanted: (B)(6) 2005. Product type: accessory. (B)(4).